Event description:
(B)(6) study. It was reported that moderate aortic regurgitation occurred. The patient was enrolled into the (B)(6) study in (B)(6) 2016 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other antiplatelet medications. The patient did not receive any loading doses the day of the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 21 mm lotus valve. New left bunch branch block (lbbb) was noted after balloon valvuloplasty. Successful repositioning of the lotus valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). Seventeen days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2021, 1807 days post index procedure, an echocardiogram revealed moderate aortic regurgitation.